Event description:
It was reported that the right atrial lead was unable to capture under 4.0v @ 1.0ms. Under fluoroscopy the atrial lead seemed to be between the clavicle and the rib so subclavian crush was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.